Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire third party service technician evaluated the suspect device. The service technician was able to verify the customer's reported issue regarding unit not holding charge and shutting down. The service technician replaced the power board and internal battery, in which the device was overdue for the 2 year preventative maintenance. The service technician was unable to verify the high and low positive end expiratory pressure (peep) alarms. The service technician determined the patient may have been fighting against the device but cannot prove this. The unit passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the lap top ventilator 1200 did not keep a charge and shut down twice. The first incident took place on the floor before even going onto the patient. The device was charged the rest of the time upstairs and shut down a second time while connected to a patient. Over an hour into the transport, the noninvasive positive pressure ventilation (nppv) setting stopped working and the alarm kept going off. The device alarmed both high and low positive end expiratory pressure (peep) alarms. The team tried multiple circuits and different masks but the issue was unable to be resolved. The team switched the patient to the continuous positive airway pressure (CPAP) setting and completed the transport. The customer confirmed there was no patient harm associated with the reported event.